Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis, brain swelling, and blood glucose reading of greater than 800 mg/dl considered life threatening by healthcare provider. The customer was treated with intravenous insulin drip. Reportedly, the usb pins were bent causing the battery not to charge resulting in the pump shutting down. Multiple follow-up attempts were made to gather additional information; however, the customer did not respond to follow-up attempts.